Event description:
It was reported that the right ventricular lead had high impedance during implant. The lead was not used.. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the right ventricular lead had high impedance during implant. The lead was not used, rather another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4) the full lead was returned and no anomalies were found. There was blood in the distal conductor near the tip of the lead. There was blood in/on the helix mechanism and sleevehead. The tip seal was observed to be out of position. The stylet was stuck inside the distal conductor.